Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the eyelets. The balloon was dissected to find that the inflation notch perforated both lumens. An additional complaint was opened to capture this failure. This failed to meet specifications that state "eye punching must not penetrate the inflation, irrigation lumen and/or thermistor." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be punch depth too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the catheter burst during pretest. Per sample evaluation, it was found that the inflation notch was perforated on both lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter burst during pretest. Per sample evaluation, it was found that the inflation notch was perforated on both lumen.